Manufacturer narrative:
Concomitant medical products: product ID: 9733752r, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a healthcare professional regarding a navigation system during a functional endoscopic sinus surgery. It was reported that during the surgery the straight suction would not verify. There was an error of 1.5 on nipt. They looked for interference without success. The surgeon then moved the patient tracker to the right side of the head and error went down to 0.9 and the suction verified. Tracking on only that instrument cut in and out during the case. All other instruments tracked normally including the curved suction. They tried multiple trays. The site was using the flat emitter. The rep reported that it had been a known issue if the patient had been positioned with their head at the foot of the bed as there was more metal at that end, but that wasn't the case here. The resolution was confirmed on the call with the probable cause being metal interference. Additional information was received: it was reported that the cause of the verification issues weren't confirmed to be from metal interference. No metal in the field was found unless the interference was coming from the bed. The patient tracker was moved to over the patients right brow to bring the error down to 0.9. After several unsuccessful attempts to register the straight suction at various trajectory angles, it did finally verify but wouldn't track consistently. They kept getting red status and switched to the curved suction which tracked fine. They tried to switch back to the straight suction but it wouldn't calibrate at any angle. Additional information was received: it was reported that the straight suction would not be returned or replaced because it was still in use. They had multiple trays. The rep didn't know the specific straight suction used during the case. After checking them all they all calibrated without problem. However, it was noted that they were more susceptible to geometry error caused by metal interference. It was due to the distance of the instrument tracker on the instrument from the flat emitter and non-invasive patient tracker during calibration. The patient tracker geometry error must be very close to 0.5 for it to calibrate correctly. It was often a problem at asc's with old beds with lots of metal in the field. Inadequate shielding from bed metal was almost definitely the problem.